Event description:
It was reported to philips that the image processing pc (ippc) would not boot-up. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue was identified. A philips remote service engineer inspected the system remotely and found the reported malfunction. After reviewing the log file, rse found the host pc couldn't communicate with the frontal ippc due to power issues or a faulty bios battery. One another follow up, to resolve the problem, the issue was fixed remotely by checking the database, repairing it, and recreating image storage. To resolve the issue on another case, the biomed or customer replaced the ip pc and three units of the hard disk spare. After replaced the ip pc and three units of the hard disk spare, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.